Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms, loss of capture, noise, and oversensing. The patient was not pacemaker dependent at that time and the device was reprogrammed. No adverse patient effects were reported. The lead remains in service.